Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 21 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be sumitted. The code reported by int'l affiliate was listed as a2n3371, lot s06g18175r. This code is manufactured in a foreign country and is only distributed in another country. This medwatch was filed for the us code, which is the same as or similar.

Event description:
International complaint received from japan's ncc. Customer reports while attempting to use (no patient involvement) the tubing was occluded. There was no injury and no additional information is available. Sample available for testing.